Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04944. It was reported that during a permanent implant on (B)(6) 2019, patient experienced cerebrospinal fluid leakage. As a result, the procedure was aborted.

Event description:
Reference MFR report: 1627487-2019-04944.